Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780 lot# serial# (B)(4) implanted: (B)(6) 2013, product type: catheter product ID: 8784, serial# (B)(4), implanted: (B)(4) 2015, 2015, product type: catheter. (B)(4).

Event description:
It was reported that at examination on (B)(6) 2015, the patient experienced and diagnosed with acute withdrawal symptoms resulting from a leak from the catheter. Symptoms included ¿the shakes,¿ was diaphoretic and vomiting. With examination on (B)(6) 2015 the patient had the chills and tachycardia. Interventions included the administration of oral dilaudid 2 mg qid as needed for the withdrawal symptoms on (B)(4) 2015. Intravenous (IV) dilaudid as needed for the withdrawal symptoms on (B)(6) 2015. Fluoroscopy results on (B)(6) 2015 noted a leak of the catheter at the splice pin connector in the intrathecal pump pocket site. A surgical revision of the catheter connector in which the catheter was spliced had occurred on (B)(6) 2014. The etiology was noted as the catheter lumbar portion. The withdrawal symptoms resolved following this catheter revision. The issue was reported as resolved on (B)(6) 2015. The event was noted to be related to the device or therapy and possible related to the implant procedure and the severity was severe. This resulted in in-patient or a prolonged hospital stay. This device system delivered dilaudid, bupivacaine, fentanyl, and sufentanil. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
The other relevant components include: product ID 8835 (B)(4) product type programmer, patient product ID 8780 (B)(4) implanted: (B)(6)2013 product type catheter product ID 8784 (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2015 product type catheter UDI# (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study indicated the cause of the catheter leak at the splice of the pin connector was not determined. The patient's baseline weight was (B)(6). No further complications were reported/anticipated.